Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Accuracy testing, syringe delivery testing using the volume and time program was performed. The operator checked all the calibration verification of size and position. The issue was not confirmed. Each time when the infusion completed the number came out exactly as the pump was programmed. No problem was found on pump with the pump. Preventative maintenance was performed.

Event description:
Additional information was received indicating that there was no patient injury. The pump was used for milk feeding.

Event description:
Information was received that during use of this smiths medical medfusion 3500 pump, under infusion was noticed. It was reported that the syringe had a total of 50ml. The pump alarmed delivery complete, and then alarmed again later that 25 ml had been delivered. No patient injury reported.